Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had multiple pump error alarms. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer also stated today during an attempt to del a bolus the pump completer shut down. Customer had like a blank display. Customer stated that after that it took like 1-2 min and the lite back up. Customer's blood glucose value was 314 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The device will be returned for the analysis.